Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer submerged the pump in water for approximately one minute. Subsequently, the wake button needed to be pressed multiple times before the touch screen illuminated. Additionally, the touchscreen was intermittently observed to be delayed in responding to the customer's presses. At the time of speaking with tandem technical support, the button and touchscreen were reportedly functioning as intended. Additionally, the customer experienced ongoing blood glucose (bg) levels between 300 mg/dl and 500 mg/dl since submerging the pump in water. The customer believed that the bg levels were caused by the pump not functioning properly. Reportedly, the customer reverted to manual injections for alternate insulin therapy.